Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited noise and has had a history of low impedance <200 ohms. No actions planned at this time. Lead remains implanted.

Manufacturer narrative:
(B)(6) 2018 - this lead was capped on (B)(6) 2018.